Event description:
Dr originally reported on 11/4/04 that several files were unwinding upon initial use, an event which is not reportable since unwinding is designed to occur to prevent separation. A box of files was returned and upon completion of the eval on 11/23/04, it was discovered that 1 of the returned files had a separated tip, indicating that a malfunction occurred. An effort is being made to gather add'l detail pertaining to this event, though no further info is available as of this report.

Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previously reported events. The original report rec'd on 11/4/2004 pertained to files unwinding, an event which is not reportable since unwinding is designed to occur to prevent separation. A box of files was returned and upon completion of the eval on 11/23/04, it was discovered that 1 of the returned files had a separated tip, indicating a malfunction occurred. Therefore, this event is reportable per 21 cfr part 803. An effort is being made to gather add'l detail pertaining to this event, though no further info is available as of this report. Further info will be reported as it becomes available.